Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the workstation backplane, the ps2 power supply, the interconnect cable and the ccd camera cables. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there were blank screens when making fluoro with the 9800 sys. There was no report of pt injury.